Manufacturer narrative:
A wallflex biliary rx uncovered stent was returned for analysis. Visual examination of the returned device found that the stent was fully mounted and that the distal handle was fully retracted. It was noted that the proximal end of the guidewire access sleeve had detached from the outer sheath. During the product analysis, no issue was noted in the movement of the proximal end of the outer sheath along the shaft. It was not possible to deploy the stent by retracting the distal handle due to the break in the outer sheath; however, the distal end of the outer sheath was retracted by hand and the stent was deployed. No issues were noted with the profile of the deployed stent. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the damage noted to the returned device was consistent with the device meeting resistance during deployment. However the stent was received fully mounted and not partially deployed. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant lesion in the left hepatic duct. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began to deploy the stent in the bile duct, but the stent could not be fully deployed. The stent was removed from the patient partially deployed. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant lesion in the left hepatic duct. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began to deploy the stent in the bile duct, but the stent could not be fully deployed. The stent was removed from the patient partially deployed. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.